Event description:
Device was in use with home care pt. According to the reporter, the pt had an abscess at the device infusion site after 10 days use. According to the reporter, the pt reported to her local clinic and abscess was drained and pt was prescribed a 10 day course antibiotics. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.